Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there were no issues, and the closure device did not show any shift or leak. Seven (7) months post procedure the patient was admitted to the emergency room with a fever and other issues. A computed tomography (CT) scan was performed. The CT imaging showed that there was a 5cm thrombus on the face of the closure device, with no clear endpoint, spanning along the mitral valve. No intervention or treatment has been performed at this time. The physician is considering continuing the patient on their anticoagulation medication.